Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing / shortness of breath, nasal and throat irritation, and dizziness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing / shortness of breath, nasal and throat irritation, and dizziness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Addition information received the patient alleging kidney disease/toxicity. Box b1 was updated to adverse event and product problem (both). (Only product problem was checked in previous MDR). Box b2 was updated to other serious or important medical events. (Previously it was blank). Updated reporter address, product uid, patient outcome code grid and health impact grid.